Manufacturer narrative:
E1/facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during room setup for an unspecified procedure, prior to patient entry, there was no image on the flex deflectable videoscope. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Updated fields: d3, h2, h3, h4, h6, h11 a root cause could not be identified. Based on the results of the investigation, it is likely that the noisy image was due to a damaged/deformed video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.